Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat upper extremity pain. On (B)(6) 2024 a surgical revision was performed to replace a migrated lead and place a new lead at the desired location (see MDR 3015425075-2024-00381). No other components were replaced during that procedure. After allowing healing, it was noted that the new lead had again migrated. A second revision was performed on (B)(6) 2024 in which the entire system was removed and a new system was placed back at the desired location.

Manufacturer narrative:
At the time of the initial revision, it was noted that the location of the lead had a significant amount of fatty tissue. It is likely that the tissue quality and lack of anchoring allowed the lead to migrate almost immediately after implant. During the revision, the physician anchored the new lead, however the fatty tissue was not sufficient to provide stable anchoring location and the lead again moved. During the second revision, the physician sutured the lead to the nerve with tyrex and tisseel glue to provide a more stabile anchoring for the implanted system.